Event description:
Event description guidant received information from the patient implanted with this implantable cardioverter defibrillator (ICD), that his device was emitting beeping tones. The patient reported that the battery guage measured more than half-full at his last device check.